Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted from an outside facility with complaints of posterior right shoulder pain and some anterior chest wall discomfort. A chest CT demonstrated bilateral pulmonary emboli and a 10 cm anterior mediastinal mass. The patient was transferred for further diagnostic workup. Another manufacturer's inferior vena cava (ivc) filter was deployed below the renal veins and the next day a partial sternotomy with total thymectomy was successfully completed. Approximately one year ten months post placement, the patient presented for retrieval of the vena cava filter which was no longer indicated. A venogram performed revealed no abnormality of the vena cava, with the filter intact and slightly angulated. Multiple attempts with two different snares were unable to free the filter which had grown in place. After approximately 20 minutes of manipulation, clot was visualized forming below the filter and the decision was made to leave the filter in place. A cavogram showed a patent cava with some clot below the filter. The filter was determined to be functional and unsafe to remove. Approximately one year eleven months post filter deployment, the patient was admitted for shortness of breath, cough, and left sided chest pain. A CT scan demonstrated multiple left sided pulmonary emboli despite a therapeutic level of anticoagulation. Following treatment, the patient presented for a second opinion on retrieving the filter. After discussing the pros and cons of treatment with the possibility of laser removal, the patient elected to accept the filter as a permanent device. Approximately two years one month post filter deployment, the patient presented to the emergency department complaining of a four month history of back pain which increased in intensity, significant weight loss of 40 pounds, and shortness of breath. The patient reported approximately four emergency room visits in the last two months. The patient was coughing significantly and CT identified recent fractures of the 10th and 11th ribs and lytic lesions of the pelvis and spine believed to be multiple myeloma. The patient developed coffee ground emesis and endoscopy was performed identifying a large volume of old blood measuring approximately 1500 cc, and was diagnosed with acute upper gastrointestinal bleed secondary to erosive grade d esophagitis in the distal 3rd of the esophagus and middle 3rd of the esophagus with ulcerations. Following endoscopy, the patient developed respiratory failure requiring intubation. The patient was treated for aspiration pneumonia. The following day, the patient had a successful spontaneous breathing trial and was extubated. Neurosurgery addressed lesions on c1-c2 discovered on MRI. The patient was neurologically intact and no neurosurgical intervention was recommended. The patient underwent radiation therapy and a bone marrow biopsy was performed. Medical intervention status was updated to do not resuscitate (dnr), do not intubate (dni) by the patient. An abdominopelvic CT scan performed noted an incidental finding of a large amount of thrombus free floating in the ivc above the pre-existing filter which was tilted with the tip against the right anterolateral wall and pulmonary emboli scattered throughout the subsegmental arteries in the left lung base. The pre-existing ivc filter was believed to be tilted such that there appeared to be enough room for thrombus to potentially pass by. Because the patient was critically ill and it was believed that the patient would not be able to survive additional thrombus insult from the ivc, prophylactic placement of a suprarenal filter was recommended and anticoagulation if possible. The right neck and chest were sterilely prepped and draped and access was gained into the right internal jugular vein. A venacavogram was performed demonstrating a large filling defect above the pre-existing filter. There appeared to be enough room above the thrombus for a second filter to be placed. Therefore, the new filter was prepped and deployed above the thrombus. The filter appeared well seated and a final venogram demonstrated the filter to be in good location. The patient tolerated the procedure well, hemostasis was achieved with manual compression, and a sterile dressing was applied. Because the patient was quite ill, and relatively asymptomatic with regard to leg swelling, it was determined that the patient would be closely monitored and pharmacomechanical thrombectomy would only be attempted if the patient became symptomatic. Approximately six days post placement of the suprarenal vena cava filter, a progress note noted that coumadin had been resumed cautiously, the family understood the risks and the patient was monitored closely. During the hospital stay, the patient was diagnosed with multiple myeloma and was placed on chemotherapy. The patient became anemic, likely secondary to the recent upper gastrointestinal bleed and was transfused as needed. The patients ir was supratherapeutic and because of erosive esophagitis and chemotherapy, the patient was transfused with four units of fresh frozen plasma. Following rectal bleeding, additional fresh frozen plasma was planned. The hospitalist service continued to follow the patient for what was described as multiple reasons and eventually, the patient¿s family decided they did not want the patient to undergo any further treatment and the transition was made to provide comfort care only. The patient was placed on morphine and valium and eventually passed away on the sixteenth hospital day. The death certificate documented the immediate cause of death to be upper gastrointestinal bleed with pulmonary embolus and thrombus from the inferior vena cava filter. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. However, medical records were provided and reviewed. Another manufacturer's filter was deployed in the patient. The patient developed coffee ground emesis and endoscopy was performed identifying a large volume of old blood measuring approximately 1500 cc, and was diagnosed with acute upper gastrointestinal bleed secondary to erosive grade d esophagitis in the distal 3rd of the esophagus and middle 3rd of the esophagus with ulcerations. An abdominopelvic CT scan performed noted an incidental finding of a large amount of thrombus free floating in the ivc above the pre-existing filter which was tilted with the tip against the right anterolateral wall and pulmonary emboli scattered throughout the subsegmental arteries in the left lung base. The pre-existing ivc filter was believed to be tilted such that there appeared to be enough room for thrombus to potentially pass by. Therefore, a bard denali filter was deployed in the suprarenal location successfully. During the hospital stay, the patient was diagnosed with multiple myeloma and was placed on chemotherapy. The patient became anemic, likely secondary to the recent upper gastrointestinal bleed and was transfused as needed. The patient¿s family decided they did not want the patient to undergo any further treatment and the transition was made to provide comfort care only. The patient was placed on morphine and valium and eventually passed away on the sixteenth hospital day. The death certificate documented the immediate cause of death to be upper gastrointestinal bleed with pulmonary embolus and thrombus from the inferior vena cava filter. The relationship of the pe and thrombus to the denali filter is unknown as the patient had both conditions existing before deployment of the denali filter. Therefore, the investigation is inconclusive for any alleged deficiency with the denali filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis, caval thrombosis/occlusion, extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. Failure of filter expansion/incomplete expansion. Insertion site thrombosis. Filter malposition. Vessel injury. Arteriovenous fistula. Back or abdominal pain. Filter tilt. Hemothorax. Organ injury. Phlegmasia cerulea dolens. Pneumothorax. Postphlebitic syndrome. Stroke. Thrombophlebitis. Venous ulceration. Blood loss. Guidewire entrapment. Pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.. Based on a review of medical records received, CT demonstrated an incidental finding of pe and a large amount of thrombus free floating in the ivc above another manufacturers pre-existing tilted ivc filter. Prophylactic placement of an ivc filter above the compromised filter and thrombus were recommended as the patient was critically ill and would not survive additional pe. An ivc filter was successfully deployed above the thrombus in a suprarenal location above the pre-existing filter and thrombus. The patient tolerated the procedure well, hemostasis was achieved with manual compression, and a sterile dressing was applied. Following discussion with the family, the patient was transitioned to comfort care only and eventually passed away on hospital day sixteen. The death certificate documented the immediate cause of death to be upper gastrointestinal bleed with pulmonary embolus and thrombus from the inferior vena cava filter. No additional medical records were received for this patient.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient was admitted from an outside facility with complaints of posterior right shoulder pain and some anterior chest wall discomfort. A chest CT demonstrated bilateral pulmonary emboli and a 10cm anterior mediastinal mass. The patient was transferred for further diagnostic workup. Another manufacturer's inferior vena cava (ivc) filter was deployed below the renal veins and the next day a partial sternotomy with total thymectomy was successfully completed. Approximately one year ten months post placement, the patient presented for retrieval of the vena cava filter which was no longer indicated. A venogram performed revealed no abnormality of the vena cava, with the filter intact and slightly angulated. Multiple attempts with two different snares were unable to free the filter which had grown in place. After approximately 20 minutes of manipulation, clot was visualized forming below the filter and the decision was made to leave the filter in place. A cavogram showed a patent cava with some clot below the filter. The filter was determined to be functional and unsafe to remove. Approximately one year eleven months post filter deployment, the patient was admitted for shortness of breath, cough, and left sided chest pain. A CT scan demonstrated multiple left sided pulmonary emboli despite a therapeutic level of anticoagulation. Following treatment, the patient presented for a second opinion on retrieving the filter. After discussing the pros and cons of treatment with the possibility of laser removal, the patient elected to accept the filter as a permanent device. Approximately two years one month post filter deployment, the patient presented to the emergency department complaining of a four month history of back pain which increased in intensity, significant weight loss of 40 pounds, and shortness of breath. The patient reported approximately four emergency room visits in the last two months. The patient was coughing significantly and CT identified recent fractures of the 10th and 11th ribs and lytic lesions of the pelvis and spine believed to be multiple myeloma. The patient developed coffee ground emesis and endoscopy was performed identifying a large volume of old blood measuring approximately 1500cc, and was diagnosed with acute upper gastrointestinal bleed secondary to erosive grade d esophagitis in the distal 3rd of the esophagus and middle 3rd of the esophagus with ulcerations. Following endoscopy, the patient developed respiratory failure requiring intubation. The patient was treated for aspiration pneumonia. The following day, the patient had a successful spontaneous breathing trial and was extubated. Neurosurgery addressed lesions on c1-c2 discovered on MRI. The patient was neurologically intact and no neurosurgical intervention was recommended. The patient underwent radiation therapy and a bone marrow biopsy was performed. Medical intervention status was updated to do not resuscitate (dnr), do not intubate (dni) by the patient. An abdominopelvic CT scan performed noted an incidental finding of a large amount of thrombus free floating in the ivc above the pre-existing filter which was tilted with the tip against the right anterolateral wall and pulmonary emboli scattered throughout the subsegmental arteries in the left lung base. The pre-existing ivc filter was believed to be tilted such that there appeared to be enough room for thrombus to potentially pass by. Because the patient was critically ill and it was believed that the patient would not be able to survive additional thrombus insult from the ivc, prophylactic placement of a suprarenal filter was recommended and anticoagulation if possible. The right neck and chest were sterilely prepped and draped and access was gained into the right internal jugular vein. A venacavogram was performed demonstrating a large filling defect above the pre-existing filter. There appeared to be enough room above the thrombus for a second filter to be placed. Therefore, the new filter was prepped and deployed above the thrombus. The filter appeared well seated and a final venogram demonstrated the filter to be in good location. The patient tolerated the procedure well, hemostasis was achieved with manual compression, and a sterile dressing was applied. Because the patient was quite ill, and relatively asymptomatic with regard to leg swelling, it was determined that the patient would be closely monitored and pharmacomechanical thrombectomy would only be attempted if the patient became symptomatic. Approximately six days post placement of the suprarenal vena cava filter, a progress note noted that coumadin had been resumed cautiously, the family understood the risks and the patient was monitored closely. During the hospital stay, the patient was diagnosed with multiple myeloma and was placed on chemotherapy. The patient became anemic, likely secondary to the recent upper gastrointestinal bleed and was transfused as needed. The patients ir was supratherapeutic and because of erosive esophagitis and chemotherapy, the patient was transfused with four units of fresh frozen plasma. Following rectal bleeding, additional fresh frozen plasma was planned. The hospitalist service continued to follow the patient for what was described as multiple reasons and eventually, the patient¿s family decided they did not want the patient to undergo any further treatment and the transition was made to provide comfort care only. The patient was placed on morphine and valium and eventually passed away on the sixteenth hospital day. The death certificate documented the immediate cause of death to be upper gastrointestinal bleed with pulmonary embolus and thrombus from the inferior vena cava filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.. Based on a review of medical records received: CT demonstrated an incidental finding of pe and a large amount of thrombus free floating in the ivc above another manufacturers pre-existing tilted ivc filter. Prophylactic placement of an ivc filter above the compromised filter and thrombus were recommended as the patient was critically ill and would not survive additional pe. An ivc filter was successfully deployed above the thrombus in a suprarenal location above the pre-existing filter and thrombus. The patient tolerated the procedure well, hemostasis was achieved with manual compression, and a sterile dressing was applied. Following discussion with the family, the patient was transitioned to comfort care only and eventually passed away on hospital day sixteen. The death certificate documented the immediate cause of death to be upper gastrointestinal bleed with pulmonary embolus and thrombus from the inferior vena cava filter. No additional medical records were received for this patient.